Event description:
It was reported that there was fluid coming out of attachment area. It is unknown if there was any patient contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking fluid. Preventative maintenance was performed on the handpiece and it was returned to the customer.